Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains blood leak during treatment. The dialyzer was used initially. No additional info if the patient suffered any blood loss or, if any, how much it was. There was no patient harm and no medical intervention necessary. (This is the first report of the first dialysis center. Referring on two other reports: see MFR report# 9611369-2007-00134 and 9611369-2007-00135).